Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08706. It was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were used to treat and advance to the lesion. During the procedure, it was noted that the burr went out of the rca and perforated the rca. It was also noted that the wire was severed and the tip of the wire remained in the rca. Then the patient experienced st elevations. Patient went to or for repair of the rca and removal of the wire. No further patient complications reported.